Event description:
Reference number (B)(6). Event occurred in canada. It was reported that the patient faced an event of infusion set cannula was kinked on 08-sep-2024. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.